Event description:
The physician explained that he used one coil for large cervical pseudoaneurysm behind a carotid stent. He detached coil and took the end out of detachment handle, then replaced to fire it again to make sure the coil was detached and the proximal end of coil wire stuck in handle.

Manufacturer narrative:
Device investigation: results: the proximal end of the pusher is caught inside the handle. The handle had to be disassembled before the pusher could be removed. The handle was tested on the production test fixture and was tested for throw force and throw distance. The handle passed for both tests. The handle is fully functional. Conclusion: the damage noted in the complaint was confirmed. The cause of the jammed pusher wire was the double actuation of the pull wire as noted in the complaint. This is a known problem with multiple actuations. The detachment handle has internal jaws the grab the pull tube while the pusher hypotube is held against the throat of the handle. When the trigger is actuated these jaws pull the pull tube back approximately 1.0 cm and then release it. If the handle is actuated a second time, the pull tube can be drawn in even further to the point where the proximal end is jammed against the jaw mechanism, causing it to hook and making it difficult to remove the pusher assembly from the handle. This is not a device malfunction.